Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. ¿use pads immediately after opening. Do not store pads in opened pouch. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. ¿ periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that 6 universal pads were applied to patient. The flow rate was low for numerous hours, and the water temperature was 4°c. The patient allegedly experienced skin damage, with thermal injuries to the abdomen. The pads were changed to the correct size pads, and the water temperature read 20°c, an hour later. The clinical nurse educator completed the internal tissue viability form; however, no photos were available. The clinical nurse educator will check how often skin checks were performed. It was later reported that the skin damage was not treated, and therapy continued using the second set of pads. After the pads were removed, the skin returned to it's normal color. It was also reported that the patient expired 1 day after the reported event; however, the cause of death was unrelated to the device. Clinical statement: "the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 the device was not returned.

Event description:
It was reported that 6 universal pads were applied to patient. The flow rate was low for numerous hours, and the water temperature was 4°c. The patient allegedly experienced skin damage, with thermal injuries to the abdomen. The pads were changed to the correct size pads, and the water temperature read 20°c, an hour later. The clinical nurse educator completed their internal tissue viability form; however, no photos were available. The clinical nurse educator will check how often skin checks were performed. It was later reported that the skin damage was not treated, and therapy continued using the second set of pads. After the pads were removed, the skin returned to it's normal color. It was also reported that the patient expired 1 day after the reported event; however, the cause of death was unrelated to the device. Clinical statement: "the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death."